Event description:
It was reported that this implantable electrode showed noisy signals that were oversensed and resulted in an untreated event. The noise was only reproducible in secondary and alternate vector configurations. Technical services recommended to leave the vector configuration on primary and to replace this implantable electrode whenever possible as it is highly possible to be fractured. Eventually, this implantable electrode and the subcutaneous implantable cardioverter defibrillator were surgically abandoned and replaced, respectively, with a transvenous system, due to the previously mentioned noise issue. No additional adverse patient effects were reported.